Event description:
It was reported that "surgeon requested 52mm shell. After he impacted shell, he utilized 2 screws for further fixation. After 2nd screw was placed, he noticed, a piece of metal extruding from underneath the shell and coming up out of one of the open/adjacent screw holds. It was a thin 3/4" piece of metal. Surgeon removed the metal and made decision to keep the cup implanted. Remainder of case was performed without problems."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.